Manufacturer narrative:
Device passed displacement test; it failed self test in that the device did not vibrate when it was supposed to. After further review of the unit's interior, the battery compartment is corroded. Plus there are signs of previous moisture presence and corrosion on the battery board and wiring underneath the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump had frozen display. The customer's blood glucose level was 222 mg/dl at the time of the incident. The customer had already changed the battery 5 times, but the icon still showed red with a question mark. The insulin pump said it was low, so the customer changed it, then it said replace battery now replace battery alert/replace battery now alarm. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used and the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The insulin pump was not going to storage mode and after few mins, the replace battery now again occurred. The customer was not able to clear the screen. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that the minutes did not change and the time clock does not advance. The customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. The customer reported that the alarm occurred during the time that the buttons were not responding. The customer was unable to clear successfully the alarm. The insulin pump buttons did not begin to work in less than 5 minutes without battery change. The customer was unable to try the insulin pump with remote. The insert battery alarm did not appear on pump screen. The insulin pump screen did not turn off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.